Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent cartridge alarm 19s while using the same cartridge. The customer's blood glucose level was not impacted. Tandem technical support advised the customer to change the cartridge. The customer acknowledged.